Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that this device has been serviced one time prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 803 was not confirmed by baxter personnel during product evaluation. However, upon further review of the event history by quality engineering, it was determined to be an 803:01 failure code. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a failure code 803, which could have caused an interruption of delivery. . It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.